Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the investigation results, it is most likely that the mechanism causing the tissue pad to peel might be the following: 1. During output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. However, the root cause of the reported event could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported that the sonicbeat 5 mm, 35 cm, front-actuated grip, displayed that the tip pad began to float up immediately after starting use, with nothing falling off inside the patient¿s body. The issue occurred during a therapeutic cholecystectomy procedure, and the intended procedure was completed with another similar device. There were no reports of patients¿ harm.

Manufacturer narrative:
E1: facility full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.